Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 8 clicking and could not be recovered. A field service engineer (fse) replaced mini switches to pop latch on tower door 8 to resolve the issue. The fse had the customer verify tower door functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 8 was clicking and was not able to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.